Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with broken handle on top case and missing plunger case seal. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The customer reported problem was confirmed. According to the investigation, motor rate error was found during occlusion testing. The investigation reported that the reported issue was caused by combination of leadscrew and clutch halves did not operate as intended as a result of normal wear. Pump is over 9 years old. Investigator?s replaced and clutch halves. Performed pm maintenance and all functional testing. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited unknown error. No adverse effects were reported.